Manufacturer narrative:
The customer's meter (B) (4) was returned and tested with approved test strips lot # 0923219 . The complaint was not confirmed and no new issues were observed. All results were within the range specification. Additionally, readings of lo, 194 mg/dl, lo, and 130 mg/dl were found in the device's internal memory log within 10 minutes on (B) (6) 2009. Note: the meter is designed to display readings of 20 mg/dl to 500 mg/dl. This meter does not show a numeric value less than 20 mg/dl. A blood glucose reading below 20 mg/dl will read as a "lo" in the adc meter.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Results of 20 mg/dl, 194 mg/dl and 20 mg/dl, and 130 mg/dl were plotted on the parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.